Manufacturer narrative:
Investigation summary: since no photos or samples displaying the reported condition of component damage - no leak were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore the device was damaged there was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: it was found that the end cap did not rebound in the process of using the closed infusion joint without needle in the intravenous infusion treatment of the patient on (B)(6) 2022. After this situation was found, it was replaced with the same product for treatment in time for patient.